Event description:
The pace/sense portion of this lead was capped and replaced on (B)(6) 2015 due to bad sensing. On (B)(6) 2015 this lead was explanted and replaced with a new tachy lead. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.